Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2003; 419388 lead implanted (B)(6) 2003; 5076-58 lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity warning due to oversensing, noise, short v-v intervals and a fracture. The rv lead remains in use. No patient complications have been reported as a result of this event.